Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse had to do an urgent trach change for the patient due to an air leak. The cause of the air leak was apparent, post change - there was a crack or pin hole in the balloon which was causing the air leak. No patient harm and no medical intervention as the emergency trach change fixed the issue.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was tested for leak by introducing air in the product. Leaking from inflation line and pilot balloon was found. By the physical evaluation of the unit, the complaint was confirmed. The cause of the failure mode was traced to manufacturing. A CAPA was opened to investigate the root cause of the failure mode and subsequent corrective actions relating to the leak (which is currently in the investigation results phase). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).